Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the hospital due to symptoms of weakness, dizziness, and a heart rate in the 30s. Upon interrogation , both a low voltage alert and a high charge time alert were observed, and it was noted the device was in storage mode. No testing was able to be performed and no device parameters were available. The information was reviewed with boston scientific technical services (ts) and it was discussed that the device needed to be replaced as no therapy was available. It was unknown when the low voltage alert triggered as the patient had not had device follow-up for one and a half years, and at that evaluation projected remaining longevity was approximately one year with high left ventricular lead outputs programmed. However, since a low voltage alert was noted, there was concern about premature battery depletion. Surgical intervention was performed, the device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alerts had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
--